Manufacturer narrative:
Health effects codes: updated. D3, g1,2 email is: (B)(6).

Event description:
Additional information received via email. The event occurred during testing and there was no patient involved.

Manufacturer narrative:
Evaluation codes: updated. Email is:(B)(6). Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. There is no detail provided about the type of alarm the device was experiencing. Therefore, the most probable cause could not be determined in relation to the reported event. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the unit kept on alarming. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.